Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #: unknown. Can you confirm the product code? It is important we have the correct product code to conduct proper investigation; event report states sxff1b415, did you mean sxpp1b415 instead? Please confirm? I can confirm the product code is sxpp1b415. Procedure name? Laparoscopic hysterectomy. There is no mention of what quality issue was noticed with reported suture in the event description; please provide details of complaint event? When positioning the stratafix at the apex of the wound, passing the needle through the loop the needle came away from the thread. This caused a new suture to be opened and the faulty one to be removed and disposed of. What quality issue noticed during the procedure that caused the needle removal from patient? Unknown there was no real tension put on the suture itself to detach but it did. Any patient consequence/ae outcome as a result of the event report? None. When did event occur? Pre-op, intra-op or post-op? Intra op. Was procedure completed successfully? The procedure was successfully completed by opening a new stratafix product from the same box and worked as expected.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, when positioning the barbed suture at the apex of the wound, passing the needle through the loop, the needle came away from the thread. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.